Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product had unusual. Visual inspection found a copious amount of blood on the device. The reported condition could not be duplicated. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status light-emitting diode (led) on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes. The results were acceptable. The investigation observed dried blood on the surfaces of the button and interior of the handle, but a failure did not occur with the device in the condition in which it was received. The investigation did not find any evidence of an electrical short in the switch. The investigation found the devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic myomectomy, the dissector's activation button stuck in the on position while activating. It was removed and replaced with a new dissector. There was no patient injury.